Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: as reported, during a flexible ureteroscopic lithotripsy in the left ureter, the basket of an ngage nitinol stone extractor would not close. The basket was closed when the user removed the device from the packaging and inserted it into the patient under a flexible ureteroscope. The user attempted to open the basket and found it was deformed and could not be closed. The user could not remove the extractor from the ureteroscope, and had to take the ureteroscope out with the extractor. The user cut the basket to remove it from the ureteroscope. Another manufacturer's device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned with the handle in the open position and the basket sheath was separated. The length of the separated basket measured 3.7cm. The mlla (male luer lock adapter) and the collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 3.5 cm in length. The support sheath was straight with no major kinks in the basket sheath. The handle moved the wire inside o f the basket sheath forward and back. The basket formation was in separated portion of basket sheath. There were three wires broken. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have the distal end separated. The user reported that they cut the distal end off in order to remove the device from the scope when the basket would not close. The 3 wires that form the basket were found to be pulled out from the basket sheaths that normally hold the wires in place. With those basket wires pulled free from the basket sheaths, the basket had a closed shape. It is likely then that the basket wires were pulled free from the basket sheaths as a result of manipulation by the user to remove the device after the failure of the basket to close. The handle was functioned and it was found that the remainder of the device that was not separated had normal movement. A cause for the initial issue of the basket not closing could not be determined. It is possible that the damage the user was forced to do prevented the cause from being determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter: customer name and address- phone: (B)(6). PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a flexible ureteroscopic lithotripsy in the left ureter, the basket of an ngage nitinol stone extractor would not close. The basket was closed when the user removed the device from the packaging and inserted it into the patient under a flexible ureteroscope. The user attempted to open the basket and found it was deformed and could not be closed. The user could not remove the extractor from the ureteroscope, and had to take the ureteroscope out with the extractor. The user cut the basket to remove it from the ureteroscope. Another manufacturer's device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.